Event description:
It was reported when using the bd tube pms plh 13x100 4.5 slbl lim ce, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: after centrifugation of tubes plasma looks thick and gelly as if coagulation took partly place, fibrin fibers can be detected in the plasma after analysis.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin was not observed. All tubes filled as expected and all results were normal. Visual inspection found no fibrin, although white particulate matter (wpm) was observed in two of the control tubes. Wpm is often seen in barricor¿ and is not considered to be of concern. Bd was unable to confirm the customers¿ indicated failure, fibrin, because the defect was not evident in the testing of the retained lot samples. Visual evaluations of both retain and control samples for fibrin demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd tube pms plh 13x100 4.5 slbl lim ce, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: after centrifugation of tubes plasma looks thick and gelly as if coagulation took partly place, fibrin fibers can be detected in the plasma after analysis.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.